Event description:
It was reported that "the pivot pin got detached from the applier during a laparoscopic cholecystectomy. At that time, something was seen sprung from around the pivot pin in the abdominal cavity. The physician checked the abdominal cavity, but found no foreign material. The applier was replaced with a new one to complete the surgery. No patient injury occurred. The abdominal cavity was rechecked before closure, but nothing was found. The applier was checked after the surgery, but nothing seemed to be missing". The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).the sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, kenosha, wi facility as part of a (B)(4) pc. Lot in march of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument as received shows that the outer tube assembly and drive rod bosses that actuate the jaws are bent /damaged and the jaws and pivot pin are missing from the returned instrument. We are able to validate this complaint for the returned instrument. We are unable to determine how the drive rod and outer tube assembly became bent/damaged and for the drive rod bosses to become damaged and for the jaws and pivot pin to be missing from the returned instrument but mishandling such as excessive force being applied to the handle to jaw mechanism of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the pivot pin got detached from the applier during a laparoscopic cholecystectomy. At that time, something was seen sprung from around the pivot pin in the abdominal cavity. The physician checked the abdominal cavity, but found no foreign material. The applier was replaced with a new one to complete the surgery. No patient injury occurred. The abdominal cavity was rechecked before closure, but nothing was found. The applier was checked after the surgery, but nothing seemed to be missing". The patient status is reported as "fine".